Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high pacing impedances. The patient experienced chest discomfort. It was noted that the patient had been in a minor car crash. During lead extraction, the physician suspected an insulation anomaly. The lead was successfully explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.